Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation from a guide wire with extravasation in the distal posterior descending artery. A 2.8x19mm rx graftmaster covered stent failed to cross due to the anatomy. An unspecified balloon provided long inflations to successfully seal the perforation. There were no reported adverse patient sequelae. No additional information was provided.